Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a cystocele repair on (B)(6) 2017 and the suture was used. It was also reported that the patient underwent a cystocele repair on (B)(6) 2019. There is no further information provided.